Event description:
It was reported that the ventilator failed the internal leakage test during pre-use check. There was no patient involvement. (B)(4).

Manufacturer narrative:
A field service engineer has been on site and started the investigation. The air gas module was found defective adn it was replaced. The defective part has been requested for investigation but not yet received. A supplemental MDR report will be sent when the investigation is completed. (B)(4).